Event description:
Affiliate reported that there may be a possible revision tba by surgeon. (B)(6) reports that surgeon at (B)(6) advised that patient presented with pain (headache). X-ray shows there is no marker on the programmable valve. Primary: insertion of a shunt performed at (B)(6), date and surgeon unknown. Further information will be forwarded. Photo available.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation, only an x ray was sent on the 18th december 2014. The x ray was visually inspected, and it seems that the stator could be dislodged, but this could not be confirmed with just the x ray. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number is unknown. At the present time this complaint is closed.

Manufacturer narrative:
Gtin is not available as the device is unknown. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Still implanted.

Manufacturer narrative:
Upon review of the x-ray a follow up report will be filed.

Event description:
Additional information recevied explained that the device has revised. Unfortunately the device was discarded and subsequently we are unable to obtain any information regarding the product code or lot number. An x-ray has been provided reference.